Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported they could not trust the measurements obtained on multiple cases during cataract surgery with intraoperative aberrometry.

Manufacturer narrative:
Additional information provided. The customer reported event is unable to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).